Event description:
The customer reported that during use of this shaver blade, metal shaving were observed in the surgical site. The surgeon irrigated and suctioned the site to remove the metal shavings but does not believe all metal shavings were retrieved. There is no known injury to the patient.

Manufacturer narrative:
Investigation findings: an investigation could not be performed because the device was discarded at the facility. A review of history found this type of problem can occur if excessive lateral force is applied during use or if there is insufficient lubrication between the inner and outer blade. The excessive force can cause friction and wear on the blade. The customer will be contacted with additional information regarding this device. Conmed linvatec will continue to monitor this device for failures. Associated reports: 1017294-2008-00272, 1017294-2008-00273.